Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5112450. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 1238425. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle experienced needle breakage. A fluoroscopy was performed to locate a broken piece of the device that had become embedded within the patient. The piece was then removed by a physician. The following information was provided by the initial reporter: prior to right total knee arthroplasty, adductor canal block was being placed in right leg. Dr. Used a 30g x1/2 hypodermic needle to inject lidocaine. Upon removing the needle from the patient leg, dr. Noticed that much of the needle was missing. (Surgeon) was called and notified. He requested that a mini c-arm be brought in to identify the location of the foreign body. The needle tip was identified via fluoroscopy and was removed by dr.